Event description:
Per the clinic, the patient underwent a surgical exploration on (B)(6) 2023, for drainage and cleaning of the collection. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on march 21, 2024.

Manufacturer narrative:
Per the clinic, the patient was also administered with antibiotics (type, date and duration not reported).